Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and system board. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failing was due to contamination. The system board was found to operate as designed. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation (not included in the initial report). The oxygen blending module board's sensor (u29) was found to be out of tolerance.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor and system board will be replaced to address the issue.